Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of being hospitalized with high blood glucose of 450 to 500 mg/dl and diabetic ketoacidosis. Troubleshooting found that the customer discovered that the cannula was kinked, when he arrived at the hospital. A new infusion set will be provided to the customer.